Manufacturer narrative:
The product was not returned for failure analysis/laboratory testing. It cannot be ruled out that the product may have possibly caused the event.

Event description:
This was a spontaneous report received from a dentist reporting on a female patient (age unspecified). The dentist reported that a female patient used effergrip denture adhesive cream (carboxymethylcellulose sodium; maleic anhydride; methyl vinyl ether) (amount, frequency, dates of use, and indication unspecified). After product use (date unspecified), the patient had an allergic reaction as her mouth was red and burning. In addition, when the patient slept her lungs started to "close up". As of 2008, it was unk if product use continued and the outcome of the events was unknown. The case is serious (life threatening).